Manufacturer narrative:
Additional information: there was a reported delay to the procedure of less than 1 hour due to this issue. Patient ID and weight provided.

Manufacturer narrative:
Product and unique device identification (UDI) updated to proper value.

Manufacturer narrative:
Patient identifier not available from the site. Patient weight not available from the site. Following up with the site, the representative reported that the surgeon profile selected did not have the surgeon's preferences set. The surgeon then elected to break scrubs and bring in the separate navigation system.

Event description:
A medtronic representative reported that, while navigating is a spinal fusion, the site experienced issues with the navigation system and the spine software application not being present. To continue the procedure, the site elected to continue with a separate navigation system. No additional information was provided. There was no impact on patient outcome.